Event description:
It was reported that "sensor pad of dpt seemed like it was not adhered well, and it moved during priming. It is unknown whether the pad moved from the beginning or not.

Manufacturer narrative:
Received one single dpt kit with attached infusion set and pressure tubing. Priming solution was visible inside of the IV tubing. No priming solution was visible inside of the dpt fluid path and pressure tubing. Reported defect of "sensor pad of dpt was not adhered well, and moved during priming" was not confirmed. The surface of the sensor gel appeared damaged and part of the gel was missing. The gel did not move during priming from 2 feet height per IFU recommendation. Furthermore, the gel did not move at 350 mmhg pressure (simulated 300mmhg from pressurized IV bag and 50mhg from 2ft head height) for 5 minutes. Testing was performed with lab pressure gauge and stopwatch. Visual examinations were performed under microscope at 10x magnification. Though we have confirmed the product was damaged, there was no evidence of a manufacturing nonconformance found during the evaluation. The device service history record review was not performed because the lot number is unknown.